Manufacturer narrative:
(B)(4). Mild interface debris central superior nasally. (B)(4). Glare/shadows. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (b)(60 2016 with mild inteface debris central superior nasally in left eye that was affecting visual acuity. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of halos/glare/shadows and constant blurred/double vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016. Right eye pre-op 20/20 2.50 x -1.25 x 75. Left eye pre-op 20/20 1.25 x -.75 x 73. Bcva from (B)(6) 2016. Right eye pre-op 20/20. Left eye pre-op 20/60. On (B)(6) 2016 pinhole down to 20/20.